Event description:
Warmth in both knees [joint warmth]. Pain in both knees [arthralgia]. Swelling in both knees [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on 05-oct-2009 from a physician regarding a female patient in her (B)(6), initials (B)(6). The patient had a history of osteoarthritis. The patient received 3 synvisc injections to each knee one week apart around the end of (B)(6) 2009. Approximately 11 days after she received the third injections of synvisc in both knees, the patient experienced pain, swelling and warmth in one of the knees. Four days after this, the patient experienced pain, swelling and warmth in the other knee. The physician stated that the patient had very inflammatory fluid with a high white count. There were no crystals and a culture for infection was negative. The physician injected the patient's knees with triamcinolone as treatment and the pain, swelling and warmth in both knees was improving. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.